Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: a request for a field service engineer inspection was not made and the robot was not inspected as no work order details are provided. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(6) was inspected with no reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed as there has been no onsite inspection by a field service engineer. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.

Event description:
I am writing to report an event regarding inaccurate resections involving the mako robotic system with the tka2.0 application. - the intra-op planning femur component was right size 3 cr cementless. The surgeon ran through all the cuts in the following sequence: anterior, anterior chamfer, posterior, tibia, distal, posterior chamfer. All the parts in blue were removed while no yellow was shown. - the surgeon put on the femur right size 3 trial, the trail looked a bit flexed, causing a gap at the distal and anterior chamfer cut. - planar probe: - anterior - proud, - anterior chamfer - proud, - distal - deep, - posterior chamfer - flush, - posterior - flush. - recut the anterior and anterior chamfer by running through all the white. - 2nd trial: the gap became smaller but the trail still couldn't fit in. - 2nd recut: recut the anterior and anterior chamfer until the parts turn yellow. - 3rd trial: the gap became smaller but still visible and the trail was wobbling. - the surgeon decided to switch from cementless to cemented components.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.